Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was going to have the implantable neurostimulator (ins) moved slightly away ¿off her back¿ as it bothered her if she leaned up on things. It was noted that there was no therapy complaint or concern with therapy. It was further reported that the health care professional decided to only do a pocket revision. It was noted the battery was moved only about an inch over to get it off the patient¿s belt line. It was noted the battery was not replaced. It was further noted that the patient¿s coverage prior to her pocket revision was good.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).